Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time

Event description:
It was reported that during a cholecystectomy, the device applied the clips on crossed form and not as intended. There was no parrallel form. Used another device to complete the case. There was no pt consequence.